Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the bronchovideoscope exhibited the distal tip cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5 and correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 18 jul 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "burnt plastic distal end cover" was caused by a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscope. There are cautions when high-energy endotherapy accessories are used. 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.